Event description:
Additional information was received on 04/21/2025: the angled reamer drive shaft became bound with the ar-9597-20 angled reamer sleeve 20°. At this time, the part and lot number of the angled reamer drive shaft is unknown. The case was completed by opening a backup arthrex augmented mgs instrument set. No case delay or added anesthesia was administered. No adverse effects were reported on or after the surgery. This occurred during a reverse total shoulder procedure on (B)(6) 2025. Additional information was received on 04/24/2025: the part and lot number of the angled reamer drive shaft are unknown, but it has functioned well with another angled reamer sleeve and has been returned to circulation.

Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
On 04/07/2025, a sales representative via (B)(4) reported that an ar-9597-20 angled reamer sleeve 20°, became bound while reaming a glenoid. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-9597-20, angled reamer sleeve, batch number 37622131, was received for investigation. Visual evaluation of the returned device noted nicks and striations in its inner diameter on both the proximal and distal ends. Functional testing was performed with a known good ar-9676, and it was noted that the device rotated as intended. No problem found.